Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringes were cracked and there were bubbles in barrel wall with a bd syringe alrg sftygld¿ 1ml w/ndl 27x1/2 rb. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that two syringes were cracked and one was found with bubbles in the barrel wall.